Event description:
It was reported that after completion of the operation, two blades from the same lot number became un-removable from the handpiece. Product analysis indicates that one of the blades was missing an area of metal plating, which is considered material fragmentation.

Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant device: bur (B)(4) 3pk choanal atresia taper, from same lot # 0207407280, 510k: exempt, manufacture date sept. 10, 2013, expiration date: sept. 8, 2021. This bur is referred to as "sample 1" in the product analysis, and the reported bur is referred to as "sample 2." (B)(4). The product analysis for sample 1 : the inner tube was in 2 pieces and there was an expansion of the distal side outside diameter of the inner hub which would have resulted in the reported malfunction. The expansion of the inner hub diameter is consistent with being deformed by excess heat. The separation point was 0.56 inches from the hub face and is consistent with being cut. When viewed under magnification, there were striations present in a clockwise location around the shaft above the cut point and below the cutting head indicating excess pressure was being applied during the procedure. The spiral wrap was stretched but still intact. There was no evidence of manufacturing error; therefore manufacturing has been ruled out as a potential cause. The information most likely indicates excess pressure was applied causing deformation of the inner hub and striations on the shaft; the remainder of the damage was likely the result of removing it from the handpiece. There was no indication of device fragments and the damage would have been contained by the outer tube and the handpiece. Note: the observed damage has previously been reproduced by using excess force during use with a reserve sample blade. The blade damage would have made it difficult to remove from the handpiece, but as the blades were returned without the handpiece, the site was able to remove the blade freeing the handpiece for use. Product analysis for sample 2: the inner tube was in 2 pieces and there was an expansion of the distal side outside diameter of the inner hub which would have resulted in the reported malfunction. The expansion of the inner hub diameter is consistent with being deformed by excess heat. The separation point was 0.50 inches from the hub face and is consistent with being cut. When viewed under magnification, there were striations present in a clockwise location around the shaft above the cut point and below the cutting head indicating excess pressure was being applied during the procedure. The spiral wrap was stretched but still intact. The bur head was missing the diamond grit and the surface plating on half of the tip; note per inner assembly drawing (B)(6) ¿ the head diameter is approximately 4mm making the portion that became detached approximately 4mm, the suction port diameter is approximately 1.6mm. There was no evidence of manufacturing error; therefore manufacturing has been ruled out as a potential cause. The information most likely indicates excess pressure was applied causing deformation of the inner hub, the damage to the diamond grit and the surface plating, and striations on the shaft; the remainder of the damage was likely the result of removing it from the handpiece. Note: the observed damage has previously been reproduced by using excess force during use with a reserve sample blade. Method: microscopic inspection. Results: results: stress problem.